Event description:
Philips received a complaint by the customer on the v60, indicating that the device alarmed when it was powered on, and a 100a "data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device alarmed when it was powered on, and a 100a "da pcba adc reference failed" error occurred.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: multiple attempts have been made on 05jan2024, 17jan2024, and 26jan2024 to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.